Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station went to a black screen. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the display power supply. The system was tested to factory specs. It functioned normally and was returned to use.